Manufacturer narrative:
Concomitant medical products: addrl1, ipg; implant date: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that low impedance was noted on the right ventricular (rv) lead. Possible insulation breach damage is suspected. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.